Event description:
Device returned to MFR with no explanation of reason for return other than the letters "mrsa" on the package containing the device. Repeated attempts to secure add'l info were unsuccessful. Device found, upon analysis, to have malfunctioned and add'l attempts were made to secure more info. Hosp personnel finally returned call - stated that pt had increased spasticity and was diagnosed at that time with a bladder infection, a cerebrospinal fluid level for bactofen was obtained and the baclofen concentration was too low for the dose administered. Roller test indicated that the pump was not running properly. Pt's cerebrospinal fluid was also negative for infection. Device explanted. Pt no longer cared for at that facility.